Event description:
Attempt with perclose to venous site failed. Device was partially in the venous system and the tissue around it. Device was unable to be removed. Attempted to disassemble device per manufacturer guidelines. Other doctor of medicines and perclose representative called for assistance in removing device. Ultrasound was used to confirm device placement partially in vein and the surrounding tissue. All parties came to the conclusion to safely remove device from venous system surgically. Paged vascular surgery. While waiting for a response from vascular team, doctor of medicine continued to hold manual pressure. Vascular surgeon attempted to remove device and agreed that the safest route to remove device was surgically. Surgical team arrived in lab. Vascular surgical team performed a femoral vein cutdown repair and perclose prostyle removal successfully and without difficulty. Patient vein was successfully repaired and site was sutured.